Manufacturer narrative:
Isi has not received the vse instrument involved with the reported event. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted lar procedure, the vse instrument allegedly failed to adequately seal the ima. In order to control bleeding, the case was converted to open surgery.

Event description:
It was reported that during the da vinci-assisted low anterior resection (lar) procedure, the sealing function of a vessel sealer extend (vse) instrument was allegedly not working. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the surgeon had elected to convert to open surgery. The tse reportedly reviewed the site¿s system logs and did not identify any related system faults. On (B)(4) 2018, isi contacted the isi specialty sales manager (ssm) and obtained the following additional information regarding the reported event: the ssm was present during the da vinci-assisted lar procedure which was not recorded on video. During the case and before the alleged event occurred, the surgeon was able to seal with the vse on mesentery. The vse instrument allegedly failed to adequately seal the inferior mesenteric artery (ima). While attempting to seal the ima, the ssm and surgical staff heard the audible tones indicating that the sealing cycle was complete. The surgical staff saw tissue effect while the ima was being sealed with the vse. There were no system errors when the event occurred. The ima was less than 7mm in diameter and the ssm could not recall seeing evidence of vessel calcification. The seals reportedly collapsed and the patient experienced a blood loss of approximately 200-300 ml. Blood had reportedly squirted on the lens of the endoscope multiple times but the surgical staff reportedly cleaned the lens at least two times. The surgeon could not control the bleeding with the vse and therefore made the decision to convert to open surgery via a hand-assist port. The surgeon was able to control the bleeding through the hand-assist port and the surgical procedure was completed successfully.